Event description:
It was reported that the reason for call was patient said they have had a migraine for multiple months and it's not their fault because they are on multiple medications along with the dbs. Patient (pt) was implanted a very long time ago. Caller stated that after they were implanted with the dbs, they were in the ICU. Caller stated that they had a phone looking device but did not have anything else like a communicator. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.